Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance and spikes in the high voltage coil. The lead was found to have increasing impedance trend. Isometrics and pocket manipulation troubleshooting of the lead was performed with no further issues on the lead. The physician decided to increase the alert window, monitor the lead, and leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.